Event description:
It was reported that pt ((B)(6)) had not utilized the scs therapy since (B)(6) 2012 due to headaches experienced when therapy was in use. Reprogramming was undertaken in an attempt to resolve the issue; during the same visit, an x-ray of the pt's scs system was taken which revealed the pt's ipg was tilted. In addition, the pt reported difficulty establishing communication with the device when standing. Follow-up on this matter found the pt's scs system was explanted due to the need for further diagnostic procedures via MRI.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.